Manufacturer narrative:
Manufacturer's investigation conclusions: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(4), could not be conclusively established. The submitted system controller log file appeared to capture the pump functioning as intended above the low speed limit throughout the data until the driveline was disconnected on (B)(6) 2019 at 07:46:15 pm. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device is 5 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the nursing supervisor at the patient's prison facility told the vad coordinator at the implanting hospital that on (B)(6) 2019, the patient experienced a low battery hazard. One battery was replaced, which cleared the hazard alarm but a low battery advisory continued. At this point the nursing supervisor noticed that the system controller was very hot to the touch. The system controller was exchanged. The patient began posturing and stopped breathing. CPR was started and ems was called. An external defibrillator was used 4 times before ems took the patient to the nearest hospital. Approximately 15 minutes later, the prison received a call stating that the patient had died en route. Log files for the overheated controller were sent to technical services. Technical services observed a known driveline fault (addressed under (B)(4)), the mentioned low battery hazard and advisory, and the driveline disconnect as the controller was exchanged. There was no interruption in pump support to the patient during these events. The vad coordinator did not know the cause of death.